Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after the first firing of the device, projectile bleeding occurred from the central side. The amount of bleeding was 300 to 400cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into the cavity. No ill effect on the pt.